Event description:
During device evaluation, it was found that the adhesive on the a-rubber of the bronchofibervideoscope had detached and a chip. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure with an expected or random failure attributed to part deterioration, deformation, or physical stress, with no design or manufacturing issue identified. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.